Manufacturer narrative:
(B)(4).

Event description:
It was reported there were low impedances. The right stimulator electrode 0/3 had an impedance reading of <50 ohms with a current of 277 ua. The impedance reading was 221 ohms with a current of 373 ua. The pt had fallen and landed on the left shoulder. The pt was in the hospital as a result of the fall. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. The pt has 2 stimulators. It is unclear which stimulator has the low impedances, so a report has been filed on both. See MFR report # 3004209178201102319 for the other report.